Manufacturer narrative:
Device not returned. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of zero days. A copy of the operative report was received, however, no further details were learned. The reason for explanting the device remains unknown.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Manufacturer narrative:
Through follow-up with the health-care provider via phone call, it was learned that the device was explanted at implant due to a "seating" issue. The valve was removed and replaced with another prosthetic valve of the same model and size.